Event description:
It was reported that the patient brought in their mobile power unit (mpu) for 6 month preventative maintenance. However, after evaluation, the mpu had a malfunction and was alarming even after changing the batteries. The green power light did appear on the mpu when plugging into the wall, however, the mpu still continued to alarm. The batteries were replaced but the alarm was still apparent even after replacing the batteries.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming when connected to power was not confirmed. During the evaluation of the returned mpu, serial (B)(6), there were small cuts on the patient cable observed. The mpu was run on a mock loop with a test controller and the issue could not be reproduced. The cable was manipulated and no alarms were active. The unit run for an extended period of time without issue. The customer was provided for a quote for the repair but declined so the unit was disposed. The mpu and patient cable were forwarded to ppe for further analysis. The unit was plugged into a mock loop and ran with a controller without any issues. The cable was flexed throughout its entire length without activating any alarms. The mpu was opened and all components and cabling were inspected. All were found in good condition. The cable was stripped where it was cut and no damage to the underlying wires was observed. A root cause for the reported event cannot be conclusively determined through this analysis. Incidental findings: cuts on the patient cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow replace mobile power unit battery symbol illuminates when the alkaline aa batteries are not installed, or are depleted and need replaced. This is an advisory alarm. When the replace mobile power unit battery symbol illuminates, replace the internal batteries in the mobile power unit.¿. This section informs the user of the proper actions to take if the yellow replace mobile power unit battery alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.